Event description:
A review of literature article was conducted which retrospectively compared robotic manually sutured and stapled bowel anastomosis approaches to better understand their safety, efficacy, and postoperative outcomes. This study analyzed data of 92 patients who underwent robot-assisted radical cystectomy (rarc) at a single hospital between march 2021 and november 2023. The article noted that during these da vinci surgeries, only one explorative laparotomy was required. The patient, who had a manually sutured bowel anastomosis was discharged on postoperative day 5 but returned on day 8 with an anastomotic blowout. This led to an open reconstruction, which resulted in a second bowel dehiscence. There were no specific da vinci device malfunctions reported, and no indication that da vinci products caused or contributed to any adverse event. There were no specific da vinci device malfunctions reported, and no indication that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. Per the author, there were no issues or complications caused by any isi materials.

Manufacturer narrative:
A review of the event was conducted by an isi medical safety officer and the following additional information was provided: in this study of 92 patients that underwent literature article following robot assisted radical cystectomy, 3 deaths were reported at the 3 month follow up from various unrelated issues to the primary procedure including a patient who suffered a stroke, another with dyspnea, and a third who had respiratory sepsis and underlying chronic obstructive pulmonary disease. No allegation was made against any intuitive surgical product or instrument and no relationship to the surgical procedure was provided. Based on the information provided in the summary of events, these events were not related to any intuitive surgical product or instrument. No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Section b4 currently captures the date of the medwatch report (MDR) submission to the FDA. The date that the literature article first came to the attention of intuitive was 21-oct-2025. Citation: hermans, t., et al. (2025). Stapled vs. Manually sutured bowel anastomosis in robot-assisted radical cystectomy: a single-center retrospective analysis. Bmc urology, 25(1). Https://doi.org/10.1186/s12894-025-01763-1.